Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump shut off unexpectedly and, although it was beeping, the pump was unresponsive. After the reported event, the customer reverted to manual injections. However, the customer was experiencing high blood glucose levels and diabetic ketoacidosis at the time of the report.